Event description:
It was reported that review of the physician's handheld programming history identified that device diagnostics resulted in high impedance/eri = yes. It was reported that the patient's family was not interested in replacing the device because they felt that vns therapy never really worked for the patient. Follow-up revealed that the physician was aware of the high impedance at the time of discovery. The device was not disabled at the time, but the physician plans to disable the device at the patient's next appointment to see if the device was efficacious for the patient.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.